Event description:
Intense inflammatory reaction on knee [arthritis]. Hydrarthrosis [joint effusion]. Case description: a spontaneous report was received on (B)(6) 2009 from a healthcare provider (hcp) regarding a pt who experienced an intense inflammatory reaction of the knee associated with effusion after treatment with synvisc. The pt had a history of previous treatment with synvisc (unk dates). On unspecified dates in 2009, the pt received two injections of synvisc. On an unk date following the second injection, they experienced an intense inflammatory reaction of knee with effusion. It was reported that the third injection was not given. Additional info was received from the hcp on (B)(6) 2009. It was reported that the pt was a (b)6) male, initials (B)(6), with a history of gonarthritis stage 2, an unspecified knee injury leading to multiple surgical interventions, and dupuytren's disease of the right hand that required surgical intervention on (B)(6) 2009. The pt had a history of treatment with viscorneal ortho in both knees in (B)(6) 2007 and previous treatment with synvisc in both knees in (B)(6) 2008 without incident. The first injection of synvisc in the current series was given on (B)(6) 2009, without incident. It was not reported if the pt received injection into one or both knees. The second injection was given on (B)(6) 2009 and the pt experienced knee effusion. Arthrocentesis was performed on (B)(6) 2009 with 40cc of fluid removed. The third injection of synvisc was given on (B)(6) 2009. The pt experienced knee effusion and arthrocentesis was done on (B)(6) 2009 with 50cc of fluid withdrawn. On an unspecified date, the pt received treatment with a corticosteroid and recovered without sequelae from the events. The hcp reported that the event of inflammatory reaction characterized by marked effusion was severe in nature and definitely related to synvisc. Additional info in the form of qa results was received on 15-dec-2009. The production and quality control documentation for lot# x0803, expiration date 10/2011 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. (B)(4). MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Eval summary: the production and quality documentation for lot# x0803, expiration date 10/2011, were reviewed. The investigation showed that the product met specs. No associated non-conformances were noted.